Event description:
It was reported during a bowel procedure the mcl20 discharged multiple clips per firing cycle and none of them were properly formed. A new mcl20 was pulled to complete the case. The instrument was not saved following the case. There was no consequence to the pt.